Event description:
It was reported that the patient had a hard fall around may the year prior. The patient was on sleeping pills (¿ambion¿) and had a reaction in which she could not control her balance. The patient lost vision and stated she knocked out a lead or two. The patient went to the physician¿s office and met with a company representative and it was stated that the patient ¿lost 1 or 2 leads.¿ the representative programmed it like it was, however. The patient stated that she had 2 leads and they were disconnected. The patient noticed that for the past year, the stimulator would sometimes hurt. The stimulator almost goes in her ribs and it was moving on her. When she pushed it down it would get better, but she still had pain. The one time she did it, she ¿knocked one of the leads off.¿ the patient told her current representative about the issue during an appointment on the day of the report, and the patient had an appointment in february to ¿fix it.¿ the patient had to use her stimulator more and more now, even more during the night. This started approximately 2 weeks ago. The patient had more back damage and therefore more pain now. She was having more pain for the left side on her back and her left leg was getting a lot worse. The company representative stated this increased utilization was due to decreased oral medications. At the time of the follow up ((B)(6) 2014) the patient had no other issues and did not want to meet with a representative until her next appointment on (B)(6) 2015. She was extremely satisfied at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).